Event description:
Reporting status: death. Reporting rationale: death. Device issue: failure to advance. It was reported that the procedure was to treat a cerebral aneurism located after a curve at the posterior vertebral vessel. A bmw guide wire was used in an attempt to implant a vision stent, to give support to the coils that were going to be used to treat the aneurism; however, the distal end of the stent delivery system (sds) stopped at the aneurysm and could not be advanced. As the sds was being withdrawn, the aneurism ruptured. The patient became unstable and died. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The instructions for use (IFU) states, "the guidant multi-link vision rx and guidant multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length <25mm) with reference vessel diameters ranging from 2.75 mm to 4.0 mm." The vision was used to treat a cerebral aneurysm and is not intended to treat a cerebral aneurysm. Perforation, in the device risk assessment and IFU is a known adverse event. A conclusive root cause cannot be determined.